Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6), 2010, the patient underwent surgery for site debridement of the infected tissue, fistulous tact around the implant as well as flap rotation advancement for coverage of the site. During the procedure, the patient was administered IV antibiotics. The patient had also been on chronic bactrim therapy for more than one year. The implanted device remains.